Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted no visible damage and a completely depleted battery. An analysis of the batteries noted an open current interrupt device (cid). An open cell cid would prevent the handle from receiving charge or powering on. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a design fault which caused the inability of the batteries to charge or initialize. Improvements have been initiated to mitigate this condition. Additionally, the investigation detected an unreported condition of damaged 44-pin cable that has no relationship to the reported condition. This condition has a potential for patient harm. The rear housing of the device was removed, and damage was noted to the 44-pin flex cable on the ground pins where it connects to the motor board. The root cause of the observed damage to the flex cable was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. The investigation detected an unreported condition of a damaged ir shield that has no relationship to the reported condition. The handle was disassembled and the ir shield was visibly damaged. Damage may occur due to rough handling of the device. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the handle had no visuals. Troubleshooting was done for the handle that had no visuals, but the handle still had no power. The sales representative was notified to return the handle with no visuals and a demonstration device was requested. However, the handle that was returned was not a demonstration handle and still indicated to be a property of the facility. It was also out of warranty. There was a chance that the facility had a handle allocated to a sales representative and the handles got mixed up. There was no patient involvement. Medtronic's initial evaluation of the incident device found that the handle battery was investigated to determine the cause of the inability to charge and cuv permanent failure condition. Using a power supply, voltage was applied to the battery cells directly, however no current would enter the cells. This shows that one or both of the cells had an open current interrupt device (cid). An open cell cid would prevent the handle from receiving charge or powering on, and lead to the cuv condition, as the voltage potential in the cell would go close to zero.

Event description:
According to the reporter, pre-operatively, the handle had no visuals. Troubleshooting was done for the handle that had no visuals but the handle still had no power. The sales representative was notified to return the handle with no visuals and a demonstration device was requested. However, the handle that was returned was not a demonstration handle and still indicates to be a property of the facility. It was also out of warranty. There was a chance that the facility has a handle allocated to a sales representative and the handles got mixed up. There was no patient involvement. Pli10: medtronic's initial evaluation of the incident device found that the handle battery was investigated to determine the cause of the inability to charge and cuv permanent failure condition. Using a power supply, voltage was applied to the battery cells directly, however no current would enter the cells. This shows that one or both of the cells had an open current interrupt device (cid). An open cell cid would prevent the handle from receiving charge or powering on, and lead to the cuv condition, as the voltage potential in the cell would go close to zero.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.